Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys vitamin d total iii (vitamin d total iii) on a cobas e 601 module. The initial result was > 120 ng/ml with a data flag. The repeat result was 46 ng/ml. The initial result was reported outside of the laboratory. The repeat result was believed to be correct and an amended report was issued.

Manufacturer narrative:
The vitamin d total iii reagent lot number was 78689001 with an expiration date of 31-jan-2025. The field service engineer (fse) found growth in the water tank. The fse performed mechanical and fluidic adjustments and a full decontamination of the system. Calibration was last performed on 28-aug-2024 with acceptable results. Qc was acceptable. There was no indication of a reagent performance issue. The customer used a centrifugation time of 5 minutes at 5000 revolutions per minute (rpm). Based on the sample tube used, the centrifugation time may be too short and the speed too high. During a review of the alarm trace data, multiple "sample short" and "abnormal aspiration" alarms were observed along with "reagent < warning level", "preclean short" and "pc/cc short" alarms. The service actions resolved the issue.